Event description:
This ra lead was implanted on (B)(6) 2002. A call to technical services on (B)(6) 2011 states that patient had recent valve repair surgery. Epicardial ra lead. Oversensing vs on ra lead. Visible in unipolar and bipolar. 1.4mv p waves. Adjusted ra sensitivity to 1.0 and still seeing farfield oversensing. Adjusted to 3.0 and then undersensing the ra. Considering vvi and reevaluate. Discussed reviewing leads/lead position on fluoro. See if any chatter or lead contact. Rep to review with md. Uncertain epicardial lead position on ra and what sensing, what effect to patient condition from valve procedure. Maybe transient, given recent surgical procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).